Event description:
It was reported that while irrigating the patient's device the nurse didn't have the syringe properly seated and got some splash-back in her eyes. The patient is (B)(6) positive.

Manufacturer narrative:
The sample was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed.